Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1102 check vent: primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised that he is going to replace the user interface (ui) printed circuit board assembly (pcba) for the 1102 primary alarm failed error and wants to know if the 2nd generation pcba is backwards compatible with a 1st generation liquid crystal display (lcd). The rse advised it is backwards compatible and the backlight inverter will still be used. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.